Event description:
I am a pharmacist of 15 years. My son is diabetic, (B)(6). Due to insurance we were required to switch glucometers. We switched from bayer contour to the (one touch verio iq). The meter consistently read 80 to 90 points higher. I checked his blood sugar with three different meters multiple times. Bayer contour vs one touch mini vs one touch verio iq. The contour and the mini were consistent with one another but the verio iq was always 80 to 90 points higher. My wife, also a pharmacist, called one touch and told them of the problem. They sent us another meter and a courtesy box of strips. The new meter is consistent with the previous verio meter. Both verio's are 80 to 90 points higher when compared to the one touch mini or the bayer contour. This is a huge problem. If insulin were given based on the readings of the verio, insulin shock would be the guaranteed result. This meter needs to be re-evaluated for accuracy. Date of use: (B)(6) 2014.